Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00673, 3012447612-2018-00674, and 3012447612-2018-00685.

Event description:
It was reported that the threads of two closure tops became damaged during final tightening and one screw disassembled after it was removed from the patient immediately after being implanted during surgery. An alternative closure top and screw were used to complete the procedure. There were no reported patient impacts associated with this event. This is report three of three for this event.